Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, noise was observed on the right atrial channel which resulted in false automatic mode switch (ams) episodes. The physician decided to not take any action and the patient was in stable condition.